Manufacturer narrative:
In the initial report, submitted (B)(6) 2016, the incorrect user medwatch report reference number was stated. This report is being filed to correct this error. Sorin group (B)(4) received a user medwatch report (mw5064834) on (B)(6) 2016, which stated that routine lab testing of the sorin heater-cooler system 3t revealed the presence of ntb. In 2016, 40 cfu/ml of mycobacteria chimaera was isolated. There is no known patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The location where this event occurred is unknown. This medwatch report is being filed on behalf of sorin group (B)(4). As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided.

Manufacturer narrative:
There is no known patient involvement. Event date: the exact event date was not provided, though the user report stated that the specific bacteria was isolated in 2016. The model and serial number were not provided. This information will be provided in a supplemental report if and when made available. Initial reporter: the user report did not identify a facility, so the initial reporter name and address are unknown. This information will be provided in a supplemental report if and when made available. PMA 510(k). As the model number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. Mfg date: as the serial number was not provided, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The location where this event occurred is unknown. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a user medwatch report (mw5064676) on september 26, 2016, which stated that routine lab testing of the sorin heater-cooler system 3t revealed the presence of ntb. In 2016, 40 cfu/ml of mycobacteria chimaera was isolated. There is no known patient involvement. As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. Past communication with the FDA on july 27, 2016 for a different report has confirmed that any missing or redacted information was removed from the user report at the request of the submitter, and no additional information would be provided. The FDA suggested performing due diligence to ensure that there is no additional information regarding this event contained in an already existing complaint. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided.

Event description:
Sorin group (B)(6) received a user medwatch report (mw5064676) on september 26, 2016, which stated that routine lab testing of the sorin heater-cooler system 3t revealed the presence of ntb. In 2016, 40 cfu/ml of mycobacteria chimaera was isolated. There is no known patient involvement.

Manufacturer narrative:
As the serial number was not provided, the date of manufacture could not be determined. This information will be provided in a supplemental report if and when made available.